Event description:
Clinical study. Same case as 2134265-2008-00209; 2134265-2008-00210. It was reported that 385 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The patient was enrolled into the syntax study and was placed in the pci registry. The patient on a previously prescribed regime of 75 mg of clopidogrel daily, received a loading dose of 600 mg of clopidogrel 2 days prior to the index procedure. The proximal circumflex artery ( prox cx) was treated with a 2.5x16 mm and 2.5x8 mm taxus express2 study stents with a less than or equal to 30% residual stenosis. The left main coronary artery (lmca) and proximal left anterior descending (prox lad) were assessed as a type f bifurcation lesion. Via provisional t- stenting, the main vessel was treated with a 3.5x20 mm taxus express2 study stent. Residual stenosis in both the main vessel and side branch was less than or equal to 30%. Revascularization was incomplete. The mid lad was not treated due to physician preference. The proximal right coronary artery (prox rca) was not treated due to insignificant lesion. The patient was discharged the next day on, amongst others, aspirin and clopidogrel. At 384 days post-index procedure, the patient was admitted due to angina. The next day, angiography was performed and a repeat revascularization via pci. The mid lad with a 99% pre-treatment lesion stenosis was treated with stenting resulting in a less than or equal to 30% residual stenosis. The prox cx artery with a pre-treatment lesion stenosis of 90% was treated with stenting resulting in a less than or equal to 30% residual stenosis. The patient was discharged 7 days later with no further complications. The relationship of the tvr to the taxus stent is highly probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.